Event description:
It was reported that prior to the transport, the ventilator stopped delivering breaths to the patient. The patient was placed back on the hospital ventilator with no patient harm reported. It is unknown if the ventilator had an audible alarm when the reported problem occurred.